Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their brush head broke off in their mouth whilst using. No injury was reported. 17-jun-2021 follow up via e-mail: consumer sent in pictures identifying the suspect product. No injury was reported.